Manufacturer narrative:
Terumo did not receive the actual device; however, the complaint was confirmed. A device from controlled/non-released inventory was pressure tested and the leak was confirmed at varying pressures and times. The root cause of this issue has been identified as a decreased dimensional taper utilized by terumo's supplier's manufacturing process, causing an inconsistent seal between the female and male luer adapters. As short-term and immediate corrective action measures, terumo has conducted a hazard/risk analysis assessment to address the identified mode of failure. Terumo's supplier has modified the core pin to reduce the inner diameter of the luer taper. Additionally, both terumo's supplier and terumo cardiovascular systems have implemented more stringent inspections of the female luer adapters to ensure continued effectiveness of the applied corrective action. Terumo (B)(4), is modifying the incoming raw material inspection process to address how the defect was not detected. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the luer connection is leaking on the table like where it connects to the cardioplegia set. There were three occurrences of this event. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.